Manufacturer narrative:
(B)(4). H6: component code: proposed code: mechanical (g04)- head. D10: additional original surgery implants revised: part 110031399 mini tray std cocr +0 offset lot unk. Part 110031424 cr vivacit-e 36mm brng std lot unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was kept due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the glenosphere was revised along with a humeral tray and bearing due to unknown reasons. All components were replaced, and a mini adaptor was also placed. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h6. The reported event could not be confirmed due to lack of product/information. Visual examination of the provided photograph identified the explanted taper/glenosphere and bearing and tray with debris. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the reason for revision was that the glenosphere dislodged from the baseplate and came apart. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2. Corrected: b1; b5; d1; d2; d4; h4; h6. The updated report is to reflect reason for revision is now known. Part information is being updated from glenosphere to baseplate/taper. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.